Event description:
It was reported that the procedure was to treat a 90% stenosis in the patient's right coronary artery, which had mild tortuosity and mild calcification. After pre-dilatation of the lesion, the mini vision stent was delivered and the balloon was inflated to 12 atmospheres, at which time the balloon ruptured. The stent was deployed in the lesion and a non-abbott balloon was used for post-dilatation to successfully complete the procedure. There were no patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Dilatation catheter: hiryu; guide wire: sion; guiding catheter: heartrail ii. Balloon material ruptures can be affected by numerous factors including, but not limited to, balloon damage during manufacturing, materials, handling, lesion calcification and tortuosity, an interaction with a previously implanted stent, insufficient preparation prior to use or from interactions with other devices. Since there was no report of any leaks noted during preparation for use, this may indicate that the balloon was not damaged prior to the procedure. Additionally, lesion was mildly tortuous, mildly calcified and 90% stenosed, which may have contributed to the reported difficulty. If the balloon experiences mechanical damage at some point during the procedure, this can cause the material to weaken and rupture during an attempt to inflate the catheter. Ultimately, return of the stent delivery system may have aided the investigation in determining a cause for the reported rupture. Without the product to examine, a definitive cause for the reported balloon rupture cannot be determined, however there does not appear to be any indication of a product quality deficiency.